Manufacturer narrative:
This device and lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. A defibrillation threshold (dft) test was performed at 23 joules. The test resulted in high shock impedance measurements, however they remained within range. No additional adverse patient effects were reported.